Event description:
It was reported that this implantable cardioverter defibrillator recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. This device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remains in service and replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator recorded code 1003 message indicative that the battery voltage is too low for the projected remaining capacity. This device data was analyzed by engineering and the battery appeared to be depleting more quickly than expected. This product remains in service and replacement was recommended. Additional information was received stating this device will not be explanted until covid-19 cases decrease, the laboratories are doing only emergency cases only. Additional information was received mentioning that an alert for checking right ventricular lead was observed. After analyzing the information from the system, pacing and shock impedances, as well as the pacing thresholds were observed withing expected values, but the rv amplitude was low, therefore the alert was likely related to this. No adverse patient effects were reported.